Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
She complained of pain since the revision in 2007 with worsening over the past year. In addition to persistent pain, she described an audible clicking. X-rays revealed a broken femoral stem, 8¿ solution stem. The proximal third of stem was loose and easily removed by hand. Pinnacle 300 series cup was well fixed with ultamet liner but surgeon revised for better positioning. Some metalosis was observed. Doi: 2007; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #:(B)(4) investigation summary:no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.